Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
The customer stated that she was connected during the manual prime and may have inadvertently delivered over 100 units of insulin into her body. The customer also stated that an alarm had occurred during the manual prime. The customer's blood glucose reading was 316 mg/dl at the time of the phone call, but the customer stated that she was going to the hospital to receive treatment for the possible over delivery. Nothing further was reported.